Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician had difficulty inserting the cat6 through another manufacturer¿s sheath. Therefore, the physician removed the cat6 and noticed that it was stretched two to three centimeters from the distal end. The patient was then placed on a tissue plasminogen activator (tpa) drip overnight. There was no report of an adverse effect to the patient.